Event description:
It was reported that the lead was explanted due to high impedance.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received analysis confirmed the reported high lead impedance. The pacing and sensing coil were found fractured at the crimp sleeve and at the connector ring, respectively due to fatigue.